Event description:
During a follow-up, episodes of myopotential over-sensing were observed on the device. Provocation testing was performed and noise was not reproducible. Technical support was contacted and recommended reprogramming to resolved the event. The device was reprogrammed to resolve the event and the patient was in stable condition.